Manufacturer narrative:
Blocks b5, e1 (initial reporter title), e1 (initial reporter first name), e1 (initial reporter last name), e1 (initial reporter email), e3, h2, h6 (device codes), and h11 have been updated based on the additional information received on 22oct2024. Block b3: the exact date is unknown, event occurred in august 2024.

Event description:
It was reported that the patient underwent a retropubic mid-urethral sling procedure. During the same surgery, sacrospinous hyesteropexy, anterior colporrhaphy, and posterior colporrhaphy procedures were also performed. It was noted that the bullet broke off the suture and got stuck into the metal inside the device. ----additional information received on october 22, 2024. It was later clarified that the bullet did not break off the suture. During the procedure, the suture was not catching the ligament, and the dart was not caught in the cage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Block b3: the exact date is unknown, event occurred in august 2024. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that the patient underwent a retropubic mid-urethral sling procedure. During the same surgery, sacrospinous hysteropexy, anterior colporrhaphy, and posterior colporrhaphy procedures were also performed. It was noted that the bullet broke off the suture and got stuck into the metal inside the device.